Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation - lens was returned dry, in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found the lens with haptic tears, the lens torn into two pieces and clear residue on lens. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint types reported for units within the same lot. Device not returned to manufacturer.

Event description:
The reporter indicated that as the surgeon attempted to implant a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+2.0/092 diopter, into the patient's left eye (os), the lens tore/broke. The surgeon stated that as he was injecting the lens into the eye, the lens got stuck ("entangled") on the plunger. This occurred on (B)(6) 2017 and although the lens was not completely implanted, there was patient contact with the lens. On (B)(6) 2017, an alternate lens was implanted-of the same type and size, and similar diopter. The problem was resolved. As of the date of MDR submission, the lens has not been returned.